Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and the right ventricular (rv) lead exhibited pacing failure and dislodgment. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.